Event description:
The customer reported that during use of this handpiece, it would operate on its own and speed up. There was no report of serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this handpiece for evaluation and during the initial investigation did not confirm the reported problem. Following this initial investigation, an engineer performed a component level analysis and duplicated the reported problem. The engineer found an intermittent crimp in a wire at the handpiece connection, which caused an interruption in power. The engineer also found that when this wire is moved at the crimp connection, it has the potential to activate the motor without depression of the trigger. Conmed linvatec will continue to monitor this product for trends.